Event description:
The caller reported the flange of the tracheostomy tube broke last night while connected to patient on a ventilator. The ventilator showed the seal was broken, and the patient was transported to the emergency room to have a new unspecified tracheostomy tube inserted. The used tracheostomy tube was disposed of and there is no lot number.